Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1060760 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1060760, test base part number 190-430 / lot: 1060760. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060760 showed that the complaint rate is 0.020%. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR report numbers: 1221359-2022-01711.

Event description:
The customer reported ten (10) conflicting results with the ID now covid-19 assay for ten (10) patients performed on (B)(6) 2022. This MFR. Report addresses patient one (1) and is one (1) of ten (10). The customer reported a conflicting result with the ID now covid-19 assay tested on a nasal kitted swab. Customer mentioned some patients were close contact and had symptoms. No additional patient information, including treatment and outcome, was provided.